Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on march 29, 2022.

Manufacturer narrative:
This report is submitted on december 08, 2021.

Event description:
Per the clinic, the patient experienced no sound with the device use and subsequent loss of connection to the internal device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.